Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent surgical intervention where his entire scs system was replaced. The patient was not receiving effective stimulation due to a lead fracture and the physician electively upgraded the ipg. The patient is now receiving effective stimulation.